Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was noise on this ra lead which was seen on stored atr episodes. Unable to recreate the noise with isometrics. It appears to be emi. There were two spikes in impedances measurements of 2000 ohms. The patient said that they may have had their cell phone close to the device at the date and time the incidents occurred, but they're not sure. There is no mention of intervention.